Manufacturer narrative:
MDR 2517506-2020-00079 was filed on (B)(6) 2020. Additional information ((B)(6) 2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (tnih) result on a dimension exl with lm system. Hsc evaluated the information provided and the instrument data files. No other patient samples were indicated to have been similarly discordant at the time of the event and quality control (qc) and calibration were within expectations. During their investigation, the customer diluted the patient sample 1:2 and 1:4 and the results were consistent and linear. The customer processed the sample using a heterophilic antibody blocking pre-treatment and the repeat result was not consistent with a heterophile antibody. No issues with the dimension exl with lm instrument or tnih assay were identified. The cause of the discordant tnih result is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant elevated cardiac troponin I (tnih) patient result was obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant elevated cardiac troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. The result was reported to the physician(s) and questioned. The sample was reprocessed on the same exl instrument and the result remained high. The same sample was also reprocessed on two different alternate non-siemens methodologies and results were lower. No corrected reports were issued. The patient received pantoloc medication. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih result or due to the pantoloc treatment provided to the patient.